Event description:
Clinic notes were received indicating that the vns patient was experiencing breakthrough unresponsive staring phenomena. The patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed normal lead impedance with an ifi condition. The patient was referred for replacement surgery. No known interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.